Event description:
Needle broke off in skin (medical device complication). Case description: this spontaneous report received from another country and reported by a pharmacist as "needle broke off in skin", concerns a male patient treated with novofine 32g x 6 mm for unknown indication. It is reported that the patient experienced twice that needles broke off in the skin. Two weeks ago, the patient experienced a needle broke off, and last week, another needle broke off again and part of it is retained under the skin. It was reported, that a nurse had commented this happened because the patient is un-cooperative regarding injections as he does not want to be observed. The nurse does not think the patient's technique is very good. The patient does not reuse needles. The event start and stop date is unknown. Treatment was not reported. The overall outcome is reported as "not yet recovered".